Event description:
Edwards learned that approximately 1 (one) week after the implantation of a 23mm valve, a new dehiscence occurred. Reportedly, more than half annular sutures had torn, and the valve prolapsed into the ventricular cavity. Patient went into cardiogenic shock due to the torrential paravalvular leak. The valve was replaced, but the heart did not recover, and patient came out of operative room on ECMO. Patient died due to a multi-organ failure. As per the surgeon opinion the valve itself looked normal. Blood culture was negative, and there were some blood tests that were suggestive of an autoimmune disease causing aortitis.

Manufacturer narrative:
H11. Corrected data- updated section b5.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that approximately 1 (one) week after the implantation of a 23mm valve, a new dehiscence occurred. Reportedly, more than half annular sutures had torn, and the valve prolapsed into the ventricular cavity. Patient went into cardiogenic shock due to the torrential paravalvular leak. The valve was replaced, but the heart did not recover, and patient came out of operative room on ECMO. Patient died due to a multi-organ failure. As per the surgeon opinion the valve itself looked normal.

Manufacturer narrative:
Corrected data- updated section h6 (conclusion).